Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly primary surgery was (B)(6) 2014. The patient visited to (B)(6) university hospital because the patient felt pain. The surgeon found a fracture at greater trochanter. So the surgeon performed revision surgery at (B)(6) 2016. The surgeon wants to know the relation between wear, corrosion and pain. And he would like mpo to take sem images at several portion (medial, lateral, distal, proximal, etc.) And investigate the condition of each portion including analysis of component. The surgeon doubts armd about this incident. The parts are not consignment parts.